Event description:
It was reported that during a lap cholecystectomy, after using the device with several reloads, the device made a loud noise and then would not fire. Another device was used to continue with the case. It was discovered that there was a hole in the bowel. The device that made the loud noise had cut but not stapled. Suturing was used to close the hole. This extended the or over 1 hr. A leak test with air and water was performed, to insure the seal. Anastomosis was accomplished. Pt is in stable condition.

Manufacturer narrative:
Info anticipated, but unavailable at this time.